Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 3.0 x 18 mm, xience v 3.0 x 28 mm, xience v 2.75 x 23 mm, xience v 3.5 x 23 mm, other: aspirin. The 2.75 x 23 mm xience v and the 3.5 x 23 mm xience v indicated are being filed under separate medwatch MFR numbers. (B)(4) - no pre-dilatation. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It was reported that the xience v stents were implanted via direct-stenting (no pre-dilatation). It should be noted that the xience v everolimus eluting coronary stent system IFU instructs the physician to pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty catheter. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid right coronary artery (rca) with direct stenting performed with overlapping 2.75 x 23 mm and 2.75 x 15 mm stents, in the proximal left anterior descending artery (lad) with one 3.5 x 23 mm stent, in the mid lad with one 3.0 x 28 mm stent and in the distal lad with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient presented to the cardiologist office with chest pressure, shortness of breath and extreme weakness. On (B)(6) 2011, the patient was hospitalized, treated with medication and underwent percutaneous coronary revascularization with coronary stents for a 99% restenosis in the proximal lad and 80% restenosis in the mid rca. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.